Event description:
It was reported via the sales rep that the customer had allegedly experienced problems using the cranial perforator product during a craniotomy procedure. It was further reported that the surgeon observed dural tearing in 2 of the 4 holes. It was reported that the surgeon included the shape of the dural tears into his incision into the dura to perform the procedure. The surgeon further reported that the dura flap created was sutured and no adverse consequences are expected.

Manufacturer narrative:
The manufacturing record for the device subject to this per was reviewed and all specifications were met, all parts were functionally tested before release. It was not confirmed which lot number the product subject to this MDR originated from. Complaints have been previously received alleging that the perforator bit product nicked the dural of the pt during use. A CAPA was initiated as a result of these complaints. Modifications were made to the perforator design which resulted in a smaller thicker bone pad which would mean that the bone pad has less probability of cracking and therefore, the perforator is less likely to come in contact with the dural. If the perforator does come in contact with the dural, increased rounds have been added to the edges. This means that a dural tear would be less likely to occur in this event. These changes have been made since the product in this alleged event was manufactured.